Event description:
It was reported that balloon pinhole occurred. The 99% stenosed target lesion was located in a moderately tortuous vessel of a forearm. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation for about 3 seconds, the balloon failed to expand. When the balloon was inflated outside the body, dripping was confirmed from the balloon part, and a pinhole was found on the balloon. The procedure was completed with a different device. There were no patient complications nor injury reported.

Manufacturer narrative:
Device evaluated by MFR: a mustang 5mm x 4cm, 24atm, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal from the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. The 99% stenosed target lesion was located in a moderately tortuous vessel of a forearm. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation for about 3 seconds, the balloon failed to expand. When the balloon was inflated outside the body, dripping was confirmed from the balloon part, and a pinhole was found on the balloon. The procedure was completed with a different device. There were no patient complications nor injury reported.